Manufacturer narrative:
Section a4, patient weight: information unknown/asku. Section a5, ethnicity: information unknown/asku. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The explanted iol was causing pigment dispersion. Event was not debilitating.reportedly, there was no patient injury. No complications such as incision enlargement, capsule tear, vitrectomy, or sutures. The iol was replaced with a non jnj lens. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: (B)(6), 2023 section h3: evaluated by manufacturer: yes device evaluation: the iol was received. The complaint lens was received cut in half and with a detached haptic. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.